Event description:
Since implant the patient experienced increased spasticity. Increased tone occurred post operation. The patient presented to a managing physician who programmed a bolus and adjusted the dose; amounts were unknown to the reporter. A catheter and rotor study to check the system was planned. The patient status at the time of the report was indicated as alive, no injury. Additional information later received reported the patient¿s family reported increased spasticity after pump exchange prior week. Dye study per radiologist confirmed dye around pump connector and in pocket. Dye also reached intrathecal space. The catheter revision was performed the next day, the pump connector was replaced. A dye study was performed on the table at surgery at which time all the dye went into the intrathecal space. Per this reporter, the cause of the increased spasticity was unknown, but the hcp replaced the catheter connector. The patient was noted as ¿doing good¿, "doing well" and returned to normal therapy. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis of the catheter revealed sc connector coring-tears-cuts in seal.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received clarified that the pump replacement occurred on (B)(6) 2014, the dye study was performed on (B)(6) 2015, and the catheter revision was performed on (B)(6) 2015. There had been no known problem at the time of the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.